Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
On (B)(6) 2018, the user had no more hearing perception; the external device was checked and the problem was fixed; the user was hearing well again. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No date for a possible re-implantation date has been provided yet.

Event description:
On (B)(6) 2018 the user no longer had any hearing perception; the external device was checked and the problem was resolved; the user was hearing well again. Re-implantation is considered.